Event description:
It was reported that this right ventricular (rv) lead exhibited pacing failure due to lead dislodgement which confirmed via x ray. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.